Event description:
It was reported that a user¿s dexcom g6 continuous glucose monitor was not connecting to the ilet and had been working previously. Symptoms included no adverse clinical effects and no alerts or alarms on the system. Outcomes included no impact on blood glucose. Investigation included guided troubleshooting and education to confirm correct cgm selection, re-enter the sensor and transmitter pairing codes, and reinitiate pairing through the ilet app, which restored connection. Investigation of this case revealed that the device interaction issue was resolved through correct configuration and successful re-pairing of the cgm to the ilet, with the user advised to replace the sensor if the connection drops again. It was concluded, based on previously established findings for similar reports, that the cause was user setup error leading to a temporary loss of cgm-to-ilet communication, resolved by reconfiguration.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.